Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on 05/02/2011. An actual sample was returned for evaluation. A visual inspection of the sample revealed the male luer lock adapter was cracked. The reported condition is confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Also, a supplier corrective action report (scar) notification has been sent to the supplier of the male luer lock in regards to this cracked/broken condition.

Event description:
The customer reported to baxter a 60" high flow rate extension set in which the end of the male luer lock broke off into a blue flo-link cap. It is unknown when this condition occurred. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.